Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the available information and without the device to analysis, the cause of the reported material deformation (lock line) associated with the knot found on the lock line appears to be a potential product quality issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. The reported mechanical jam (lock line ¿ inability) associated with inability to remove the lock line and the difficult to remove the cds associated with the cds getting stuck are cascading effects of the reported knot found on the lock line. The reported unintended movement (clip open-locked) appears be due to procedural conditions (removing the cds over the lock line). The reported expulsion (ccd) is a cascading effect of the reported unintended movement (clip open-locked). The reported medical intervention & removal of foreign body in patient were results of case specific circumstances. Abbott will continue to trend the performance of these devices. The issue is being addressed per internal operating procedures.

Event description:
Subsequent to the initial MDR. The lock line was retracted approximately 1 meter until it was jammed. The physician was confident that after deployment, the lock line would be able to be removed. During deployment, the cds became stuck while it was pulled back, due to the jammed lock line. The clip had opened, inverted, and expelled from the leaflets, while the lock line was still attached to clip. The other end of the lock line was being held. The clip was snared out of the anatomy. The device was inspected, and knot was observed near the harness and connector of the clip.

Event description:
This is filed to report inability to remove the lock line, lock line knot, a clip that opened while locked, complete clip detachment, and intervention. It was reported that on (B)(6) 2023 a patient presented with grade 4+ functional regurgitation (mr). During a mitraclip procedure, the first mitraclip xtw was positioned in the central position. After leaflet grasping and insertion was evaluated, it was decided to deploy and the mr was reduced. A second xtw clip was intended to reduce the residual mr. Leaflet insertion was satisfactory, and the clip was next to the first clip. During the deployment sequence after first establishing final arm angle (efaa), the lock line was removed approximately 1 meter and tension was noticed. The lock line could not be removed and there was a knot observed. It was decided to deploy the clip. After detachment from the clip delivery system (cds), the clip had progressively opened while locked. The clip had inverted and freed from the leaflets, only attached to the stuck lock line. It was decided to recover the clip. Sleeve deflection was reversed by releasing m knob and straightening the steerable guide catheter (sgc) tip applying minus knob. The cds was retracted, by pulling back only on the sleeve handle, in order to position the delivery catheter (dc) tip into the sgc. A snare was introduced to capture the clip, which was partially recovered in the sgc. The system was retracted into the right atrium and removed from the anatomy. The mr was reduced to grade 3+. There was no adverse patient sequelae or clinically significant delay. On (B)(6) 2023, second clip intervention was performed to further reduce the mr. Three mitraclips were implanted. The mr was reduced from grade 3+ to 2+. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.